Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient presented with a cerebral vascular accident (cva) and an elevated lactate dehydrogenase (ldh) level at 1372 u/l. The patient was admitted into the hospital and was treated with IV fluids. The patient was discharged to a rehabilitation facility with an ldh of approximately 600 u/l on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported stroke and elevated ldh could not be conclusively determined. The system controller log file submitted for review appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported. Hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.